Event description:
It was reported that during reprocessing, the gastrointestinal videoscope was cleaned with water not formulated with acedide and used on patients. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely that the user¿s understanding on device handling differed from olympus recommendations in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU): an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.